Manufacturer narrative:
The device was returned to cardiac surgery on 20 jan 2010 for investigation. A supplemental report will be submitted when the investigation is completed. (B) (4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-1114 (from vh-2000) dissection tip's proximal end broke off into the pt's leg. The harvester noticed this when he pulled out the device from the pt's leg and realized there was a piece missing. It is unk if the piece is in the pt's leg or elsewhere. A replacement dissection tip from the vh-2004 accessory pack was used to complete the procedure. The hospital did not report any pt effects. The product is returning.